Event description:
The reporter indicated that they were having problems communicating with the device. The pt was status post rf ablation. A backup reset was performed during the phone call and the nurse reported seeing a 3 second pause during the vvi pacing that the generator reverts to while the backup is being done. The pause reportedly happened early in the back-up reset process, the pt was ok during the pause and after the programming was completed. Because of the possibility that the rf ablation may have damaged the pulse generator, the nurse was going to keep the pt in the office to make sure he was ok and the pulse generator was properly working before sending them home. Received a phone call from the rep who stated that the rf ablation had not affected the pulse generator. The rep also reported that this particular follow-up room is very prone to electrical noise issues, possibly because of a paceart system they are using.